Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the annuloplasty ring was explanted after an implant duration of approximately 14 years. Per follow-up with healthcare provider, it was learned that the patient experienced mitral regurgitation; the native valve along with the edwards' ring were replaced with a tissue valve. Operative report states, " the old mitral ring was encased in thick scar tissue with some calcification. There were remnants of he small posterior leaflet connected to underlying chords that could be preserved nicely. The thick anterior leaflet was tensely stretched across the small opening with severe restriction at both ends which markedly limited its excursion. There was no easy way to fix this. We felt the only safe thing to do was to replace this valve and preserve the posterior chords. The old ring was carefully separated from the annulus and the anterior leaflet was resected leaving an edge for sutures." Of note, patient also underwent aortic valve replacement in the same surgery. The surgeon indicated that the cause of explant is related to patient condition and not due to a device malfunction.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review will be reported once completed. There has been no allegation of the edwards' ring malfunction, as the surgeon indicated the cause of explant is patient related.